Manufacturer narrative:
Continuation of medical devices: 4524-53 lead implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead had low impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.